Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired and was suffering from peritonitis when he passed. Subsequent attempts to obtain additional information (e.g., discharge summary, causality, medications, patient demographics) were unsuccessful.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) expired and was suffering from peritonitis when he passed. Subsequent attempts to obtain additional information (e.g., discharge summary, causality, medications, patient demographics) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis and death. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the patient¿s pdrn did not report a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. It should be noted that a lack of follow-up clinical information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributary role in the serious adverse events. While there was no allegation that a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events, there is also insufficient information (e.g., medical records, discharge summary, death certificate, treatment records) to determine the sequence/timeline of events, causality, medical intervention, and any device or product involvement.